Event description:
It was reported that during training, the cs300 intra-aortic balloon pump (iabp) safety disk failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (component codes). The fse that encountered the issue replaced the safety disk. The fse performed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.